Event description:
A surgeon reported that when an intraocular lens (iol) was inserted into a patient's eye, the posterior capsular bag broke. He was unable to center the lens. It was removed and another lens was implanted during that same surgical procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).